Manufacturer narrative:
The system controller and backup battery were not returned for evaluation (as the system controller remains in use). The report of a backup battery fault alarm was confirmed based on the evaluation of the submitted system controller log file. The log file captured multiple atypical backup battery fault alarms (error code 35) associated with a backup battery passed expiration date event starting (B)(6) 2016 at 12:01 am. As the backup battery serial number was not provided, the manufacture date of the backup battery could not be confirmed. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Based on the reported event, the system controller would have alarmed with a backup battery fault if the backup battery expiration month was reached. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer''s corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 8 months (calculated from the date the system controller was sold to the customer; (B)(6) 2014). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that around midnight on (B)(6) 2016, the patient¿s system controller 11 volt lithium-ion backup battery expired prompting the patient to exchange the system controller. There was no adverse impact to the patient. The submitted log file was reviewed by manufacturer¿s technical services representative and it was noted that on 12/01/2016 at 12:00 am, a backup battery fault alarm occurred. The alarm appeared to be due to the expiration of the system controller backup battery. The patient was asymptomatic. No additional information was reported.